Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved neutral electrode was disposed of after the procedure and therefore, it was not available for an examination.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. Finally, no anomalies were found in the device history record (DHR) of the involved unit. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. The unit's chronological log revealed that during the procedure, the esu was activated at a high power but within specifications. Additionally, there were approximately 25 n-a-191 (current density) warning messages while activating in the autocut mode. The visual message displayed the following text on its screen each time: "an elevated temperature under the neutral electrode is possible! Activate for as short a time as possible. Reduce the effect setting if the situation allows." With the visual warning message there was also an audible warning as well. The data in the log shows that the user did not followed the instructions from any of the messages to reduce the activation time and effect level despite being warned many times. There were no further error messages or noticeable warning messages. Per the evaluation of the log and the event description, it appears that the current/heat was not sufficiently dispersed by the neutral electrode which resulted in the thermally induced burn/necrosis under the patient pad. There are warnings in the esu's user manual as well as the neutral electrode's notes on use that address the risk of pad burns in warnings and provide mitigation measures to minimize the possibility of burns. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a hip replacement surgery. The esu was used with an erbe nessy omega neutral electrode (ne, part number 20193-082, lot number information not provided. The ne is also referred to as a return electrode, patient pad, dispersive electrode, patient plate, etc.). No information was provided regarding any of the other accessories used in the operation. The return electrode was placed on the patient's right flank. After the procedure, a second-degree burn (reddening with blister) was found underneath the patient pad and was about the same size of the neutral electrode. Due to the skin lesion, the wound was treated with gauze and a bandage.